Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. The hvad controller is a microprocessor unit that controls and manages the heartware system operation. It sends power and operating signals to the blood pump and collects information from the pump. The hvad controller requires two power sources for safe operation. According to the instructions for use (IFU), if only connected to one power source, the controller will function, but will sound an alarm after twenty seconds. Disconnection of both power sources will lead to loss of power to the pump with a subsequent pump stoppage. The IFU explains the correct method of connecting to and disconnecting from the power sources and the controller to prevent damage to either the power source connections or the controller power ports. According to the IFU, users are instructed to return any damaged components to heartware. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report. Evaluation in progress.

Event description:
It was reported that the patient had a bent pin on one of the power ports of the controller. The controller was evaluated by the coordinator and the decision was made to change it out. They exchanged controller (B)(4) with (B)(4) with no reported consequence or impact to the patient. The patients back up controller is now controller (B)(4). No further information was provided.

Manufacturer narrative:
It was reported that the controller had bent pins. The controller was returned for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the device in relation to the reported event. Failure analysis of the returned controller revealed that the device failed visual inspection due to a bent pin on power port 2 of the controller. The bent pin did not allow a battery to properly connect to a controller. The most likely root cause of the reported event can be attributed to a forced connection. The manufacturer has opened an internal investigation to evaluate bent pins. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.